Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on an unknown date with blood glucose level was over 500 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported that the insulin pump stopped working and received insulin pump error. The customer was able to clear the alarm and rewind the insulin pump. The customer also performed displacement test and it passed. The customer was treated with insulin drip. The customer also reported other events such as nausea, lethargic and pretty dehydrated. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08715 inches. . No unexpected pump error alarms noted during testing. The motor was tested outside of the device and passed.